Event description:
Customer reports having pneumonia. Md seen and presribed and inhaler and antibiotics. Customer does not perform regular maintenance cleaning of the CPAP equipment as stated in our IFU. It is important to note that the customer was using a philip's recalled device at the time of injury. The customer states he does not know if the injury is directly related to the soclean. Reporting for due diligence.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation soclean believes this complaint is related to the philips recall of the dreamstation 1, not the soclean device. Soclean is processing this complaint in accordance with its complaint handling and quality system processes.